Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. Additionally, the pump case was removed and evidence of moisture ingress was found on the transceiver board. Unrelated to these issues, the pump time and date was found to reset to default settings when the battery was removed for less than 24 hours. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and evidence of moisture ingress. This report is made based on results of investigation completed on 08/25/2015.